Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator indicating that the device failed the functional check. The fse evaluated the device onsite and determined that the device failed the functional check due to user error, the user performed the functional check incorrectly. The fse instructed the user on how to run the functional check correctly, and the device passed the subsequent functional check. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was instructed on how to perform the functional check correctly and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.